Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower doors 5, 6, 7 and 8 were not detected and was unable to open. The technical support specialist (tss) remotely accessed the station, confirmed the issue with user, and explained issue was involved with correcting a few mismatched keys. After receiving permission, the tss stopped data sync, backed up the station, updated the mismatched data, verified sync logs with no variations, and confirmed a failed hardware on the station. The user was asked to recover the hardware, which was successfully restored, making the previously failed drawer accessible. The customer confirmed everything was functioning properly, and the tss advised that the station would be monitored for 24 hours, which the user acknowledged. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower board was replaced in 8 door towers for doors 5, 6, 7 and 8 due to not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.